Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device change-out due to normal eri, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead was successfully explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 45.0-45.2cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 14.1-16.0cm, 17.5-17.7cm, 17.9-18.1cm, 18.1-18.2cm, and 35.9-36.7cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 11.0-13.8cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.7cm from the distal tip. The etfe coating was damaged during explant at this location.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 45.0-45.2cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 11.0-13.8 from the distal tip. Internal insulation abrasion was noted at 14.1-16.0cm, 17.5-17.7cm, 15.1-17.9cm, 18.1-18.2cm, and 35.9-36.7cm from the distal tip, breaching various lumen. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.7cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.